Event description:
A peritoneal dialysis (pd) patient reported there was a fluid leak associated with pd treatment. A volume error warning occurred in dwell 4 of 9. The cycler was rebooted and then there was an air detected in cassette warning in dwell 4 of 9. Fluid was then discovered in the pump module area of the cycler and on the external part of the cassette. A new cycler was issued. In a follow up, the pdrn stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment after treatment was cancelled and when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette was not loose. Fluid leaked out from the cassette door area. The pdrn stated the patient had reported the cycler prompted with multiple m75 volume error warning and m31 air detected in cassette messages during treatment and prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has received the replacement cycler since resumed treatment using the replacement cycler without further issue. The pdrn stated the previous cycler was brought to the clinic to be picked up for return. The cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.